Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted images confirmed damage to the outer jacket of the patient's pump cable. A specific cause for the damage could not be conclusively determined through this evaluation. The submitted x-ray images captured internal and external portions of the patient's pump cable as well as the modular cable. An area of the external portion of the pump cable appeared to be slightly angled; however, no obvious signs of damage to the wires were able to be identified. The submitted photographs captured tears in the outer jacket of the pump cable. The underlying armor layer was exposed at both locations; however, the tear closest to the inline connector bend relief also showed that the armor layer had split enough to expose the bionate cover slightly. The bionate appeared to be intact and no wires were visible in this location. The damage appeared to be cosmetic only. The last photograph also showed that the damaged areas had been covered with rescue tape. The controller event log file contained events from (B)(6) 2024. No notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 instructions for use rev. C, and heartmate 3 patient handbook rev. D, are currently available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The exact date the driveline damage occurred was unknown.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had exposed copper underneath the tape on the driveline. The tape started about 2.5 inches from the exit site. There were no issues with the modular cable. The patient stated that the modular cable was caught while working construction on a ladder and torn a few months ago. The patient stated that there was a constant alarm from the system controller until the driveline was secured which resolved the alarms. The patient was a poor historian and noted that this event occurred a few months ago with no return of the alarms. An x-ray was performed and appeared normal. The tape was removed and there were 2 areas of damage. The first area was closer to the skin and looked like the kevlar layer was exposed. The other area at the end of the driveline closest to the modular cable had a tear in the kevlar layer but it appeared that the silicone underneath was intact. The damaged areas were sealed again using silicone rescue tape. The event log files captured no remarkable events. The alarms were not captured as they were overwritten.